Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they got an infection and dealt with it for over a month. Patient said it was thought the patient had staph or (B)(6). Patient said the stitches didn't fall out. Patient said the infection was at the incision site where the ins was implanted. Patient said they have a hole where the infection was and the site is a purple color. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.